Event description:
The pump underinfused during testing. Infusion was 9.23ml, which is more than 5% below acceptable parameters.

Manufacturer narrative:
The pump was calibrated to resolve the issue. The pump had been previously serviced by a third party and it was not clear if they had performed calibration according to instructions.